Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that the marker band separated from the aspiration catheter and remains inside the pt. The physician inserted two .014 guide wires into the pt through a touhy. The physician inserted the aspiration catheter over one of the guide wires into the touhy and advanced the aspiration catheter forward and became stuck inside the touhy. The physician decided to remove the aspiration catheter and the marker band separated from the shaft of the aspiration catheter. The physician was unable to remove the marker band and used a balloon catheter and advanced the marker band forward into the distal om branch to embolize. The pt is reported to be fine.